Manufacturer narrative:
A1-a5: patient information was not provided. H11: livanova deutschland manufactures the essenz heart-lung machine (hlm). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report stating that the essenz cockpit unexpectedly shutdown prior going on bypass. It was reported that the cockpit screen became blank and unresponsive. The essenz control units (cu) were still active. After approximately four-five minutes, the perfusionist power cycled the hlm and the device worked as expected. The procedure was completed without any further problem. There was no impact on patients or users.